Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip, that particulate was found inside a cryobag after completion of the manufacturing process.

Manufacturer narrative:
Investigation summary: three photos were provided for evaluation. They show the foreign matter and a magnified size to make it visible. It looks like 1500 um long. It is difficult to know what it is; it looks like dried glue. A sample analysis completed by the customer found a substance that is consistent with a "woody plant material". Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Bd columbus lots: this is the 1st complaint for the lot#7086752 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #7086752 during the production run. Root cause description: undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 60ml syringe luer-lok¿ tip, that particulate was found inside a cryobag after completion of the manufacturing process.